Manufacturer narrative:
Hill-rom technical support has paged a field technician to repair the bed. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Head section motor: inspect the actuator assembly. Make sure the pins and retaining clips are intact and not missing. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and that no audible overload indication can be heard during the movement. Repair as necessary. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).